Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
During index procedure, the physician used an evercross pta balloon catheter for treatment of lesion in right sfa. Approximately 13 months later the patient required revascularization of target vessel to treat restenosis. The event is reported to be possibly related to procedure and device.